Manufacturer narrative:
This report is filed on august 12, 2016.

Manufacturer narrative:
This report is filed on july 25, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced migration of the electrode array in to the middle ear, resulting in the decision to explant. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.